Event description:
As reported, in 2008 this pt was implanted with a gore tag thoracic endoprostheses. On fifteen days later, the pt underwent a reintervention for a distal type I endoleak in which a gore tag thoracic endoprosthesis and a cardio-mems device were implanted. On the following month, a CT scan demonstrated a small persistent type I endoleak at the distal attachment site. The pt is being monitored with the cardio-mems device. The pt is in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.